Manufacturer narrative:
This report and the information submitted under this report do not constitute an admission that the device or church & dwight co., inc. Or any of its employees caused or contributed to the event described herein or that the event as reported to church & dwight actually occurred.

Event description:
Product received and evaluated. The evaluation does not change initial reportability requirements.

Event description:
The consumer stated that while brushing her teeth, the toothbrush allegedly chipped her top front left tooth off at the corner. The consumer is seeking medical attention from a dentist.